Manufacturer narrative:
E1, initial reporter facility name, (B)(6)

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the anterior descending branch. A 3.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, tip of the guidewire could not be pulled out normally. The procedure was completed with another of the same device. There were no patient complications reported the patient was in stable condition after the procedure.